Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the joystick will intermittently not drive when powered on and no error code displayed.